Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and doing well post operatively. The explanted device was kept by the hospital.

Manufacturer narrative:
Exact date unknown, event occurred in approximately (B)(6) 2022.